Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience prime, xience prime everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. Additionally, the reported patient effects are a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional information indicates that vt was treated with electro shock, the patient was about to pass away, but was resuscitated. There was a delay in the procedure. No other device issues were noted. It is unknown if the failure to cross was caused by the anatomy or by another device. The correct device was a 2.5x18mm xience prime rx. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. Date of angiography estimated. It was reported that the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown xience prime stent delivery system (sds) was advanced toward the target lesion; however, the patient was symptomatic with ventricular tachycardia (vt) during the procedure. The device was not inflated yet; thus, the device was removed. The patient was treated with shocks and the xience prime was re-advanced but was unable to cross the target lesion. A balloon catheter was used to perform angioplasty and the patient was sent to the intensive care unit according to standard procedure. There was no reported clinically significant delay in the procedure.